Event description:
The customer reported that the pt went into asystole and the monitor was not set to pacer detection, although the pt had a pacer implanted. Therefore, the monitor could not detect the pacer-pulses and the asystole was not recognized for about 10 minutes. The pt required resuscitation.